Event description:
The customer contact reported a split in the soluset. The tubing set was to be used to deliver an unspecified volume of an unspecified solution, at an unspecified rate. It was reported that during priming prior to pt use, the nurse squeezed the soluset. At this time, it was reported that the soluset split straight down. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and therapy was initiated, if solution leaked, or the year of the event.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.